Event description:
It was reported two days after placement, thrombosis within the stent was identified. Thrombolytic therapy was administered.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B)(4).